Manufacturer narrative:
Occupation: asc manager. PMA/510k #: exempt. Investigation evaluation: reviews of complaint history, device history record, manufacturing instructions, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformance's. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint was confirmed based on the customer¿s testimony. The complaint device was not returned. The provided information stated the basket of the device would not close. There are multiple possible causes for the issue: damage to the device from handling or use, a manufacturing issue, or procedural issues. Without the device available for investigation, a likely cause could not be determined. All devices are inspected multiple times during manufacturing and quality control checks for proper functioning. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event.

Event description:
It was reported, during an ureteroscopy procedure using a ncircle tipless stone extractor, the basket would not completely retract, and it was unable to thread through the scope. A second ncircle tipless stone extractor was used and it was reported, the basket broke during the procedure. (Reference patient identifier (B)(6)). Another similar device was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.